Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the incomplete coaptation appears to be due to challenging patient anatomy. The reported unexpected medical intervention (additional mitraclip, same procedure) is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report additional information was received: the physician was satisfied with the results despite the mean pressure gradient 6mmhg.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced and placed at a2p2. Post deployment the clip detached from the posterior leaflet (single leaflet device attachment (slda)). A second clip was implanted medial to stabilize the slda clip. Post deployment of the second clip, it was noted the clip slightly opened however was still attached to both leaflets. A third clip was implanted lateral to the first clip, reducing mr to <1. The final mean pressure gradient was 6mmhg. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.